Manufacturer narrative:
Please reference MDR 2183870-2008-00136 for the protege rx used in this procedure.

Event description:
Pt enrolled into the create pas trial. Tia reported (neurological deficit lasting more than ten minutes, but less than 24 hours), pt had full recovery with no deficit.